Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
When the sheath was inserted during radial access, the valve leaked. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, documentation, device history record, and a visual inspection and a functional test of the returned used and damaged product was conducted. One sheath was returned in a used condition. The product was liquid leak tested by occluding the distal end using hemostats. The blue valve leaked through the center of the disc. With very little pressure, the water dripped from the center of the valve. As pressure was increased, the water tended to squirt from the valve in a small stream rather than dripping from the valve. A review of the device history record shows no other complaints have been received involving lot 6080977. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints. We will continue to monitor for similar complaints.

Event description:
When the sheath was inserted during radial access, the valve leaked. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.